Event description:
It was reported that this patient with a sling device experienced recurring incontinence. It was reported that the device seemed to slip. A surgical procedure was performed during which the device was replaced. No additional information was provided.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.